Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a coordinator at a us site that the patient was home resting when he heard an alarm on his controller. It read controller fault on the screen. The patient changed controller to back-up at home and called the site. The controller exchange resolved the issue and there was no consequence to the patient. No additional information is available. The investigation is ongoing.

Manufacturer narrative:
One controller (con093617) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm for sys_comm_fail. This alarm indicated anomalies in communication between pump motor controller (pmc) and user interface controller (uic). Analysis of the controller (con093617) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is an electrostatic discharge (esd) on the controller data port, which likely contributed to the event. Other relevant history, including preexisting medical conditions.